Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not sync. Upon troubleshooting, fse found that the wi-fi indicator on the wireless footswitch was off, and the battery indicator was green indicating that the wireless footswitch was not connecting with the updated base station. To resolve the issue, fse replaced the wireless footswitch and the pictogram sheet. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch would not sync. No harm has been reported to philips. The system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not syncing. The fse replaced the wireless footswitch and returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.